Manufacturer narrative:
Product event summary: analysis observed a broken connector on the link electronic module (lem) circuit board. As a result the lem board was replaced. Software was reloaded. The programmer then passed final quality assurance tests.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer was no longer functional. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.